Manufacturer narrative:
Field service engineer (fse) investigated customer's report that they could not flouro. They had reset the generator and it started to work. Fse could not duplicate the problem. Fse synced the generator, tested the system per checklist and returned the unit to full service.

Event description:
Customer reports the fluoro failed during a kidney procedure. The physician opted to cancel the procedure rather than using the c-arm fluoro unit. No reported injury. No additional details are known.